Manufacturer narrative:
Pump passed the self test and displacement test. Pump error alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor(u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had another hardware low level failures alarm during self test. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm also able to complete pump rewind. The customer stated that the fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.